Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube parts were replaced and the x-ray tube current and centering adjustments were made and are within legal limits. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when attempting to perform fluoroscopic x-rays, the system displayed an "ampere limit exceeded" error message and locked up. No pt injury was reported.